Event description:
Found the IV leaking where the j-loop and the microclave meet. Replaced the j-loop and microclave. Found a crack in the j-loop after removing. Manufacturer response for extension set, smallbore pressure infusion (400psig), ext set w/remv microclave clear, purple c (per site reporter). Yes, they were made aware on [date redacted]. Currently awaiting manufacturer response.